Manufacturer narrative:
The system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. No additional information on the handpiece was provided for the evaluation. The product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when additional reportable information becomes available. No additional information is expected. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the system blocked during priming. A system message was displayed. The system message was no resettable. No additional information is expected.